Event description:
It was reported that the bd safe-clip¿ failed to clip properly. The following information was provided by the initial reporter, translated from spanish to english: the needle-cutting device fails when inserting the needle because it must exert force and the needle bends and does not cut perfectly.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd safe-clip¿ failed to clip properly. The following information was provided by the initial reporter, translated from spanish to english: the needle-cutting device fails when inserting the needle because it must exert force and the needle bends and does not cut perfectly.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.